Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube, a missing end cap sticker, a missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir could not lock/click in place. The pump passed the idle current, run current, self test, off no power, unexpected restart, prime, excessive no delivery, displacement and rewind tests. Unable to perform the basic occlusion, occlusion and verify the excessive no delivery alarm due to the completely broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose due to insulin pump would not deliver insulin. The customer's spouse reported that the top of the reservoir compartment was cracked and the reservoir would not stay in place. The customer's blood glucose was 258 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse declined to troubleshoot for high blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.